Event description:
Morphine 4m/ml-lml carpuject syringe, hospira lot #53625ll was found to have brown dirt like substance on the outside of the green cap and inside the luer lock. The safety seal and tube containing the carpuject was intact prior to dispensing. The substance did not appear to be on the spike side of the luer locking device. The morphine solution itself was visibly clear and free of foreign matter. Product was not administered to pt. Remaining product with the same lot number was inspected and no further contaminates were found.